Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer¿s blood glucose level. Customer received assistance from technical support to reset the pump, and after completing this, the cgm error code did not reappear. Customer was advised to wait 20 minutes before starting their sensor session, which they understood and acknowledged.